Event description:
It was reported that during unpacking of the device, the sterile pouch was found to be opened. The device was not used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported open sterile pouch could not be confirmed. However, the foil pouch was open. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for an open sterile pouch from this lot. Based on the information reviewed, there is no indication of a product deficiency.